Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The analysis of the lead did not reveal any device condition that would have contributed to the reported high thresholds and low r-waves. The electrical characteristics of the lead were found to be normal. Mechanical and visual analysis found the helix clogged with body fluid/tissue, preventing it from actuation. Once the lead was cleaned, it was tested and found to function normally.

Event description:
It was reported that the lead was explanted when an attempt to reposition the lead was unsuccessful due to high threshold and decrease in r-wave.